Event description:
It was reported that the patient with this pacemaker had a low pulse. An echocardiogram (ECG) was performed and noted the patients pulse was 32. This has occurred in the past and the patient was hospitalized and the device was re-programmed. The field representative tried to perform an interrogation however, it was unsuccessful. A magnet was placed over the pacemaker and there was no response and no pacing spikes could be seen on the ECG. Additionally, it was noted there was pacing inhibition however, the duration is unknown. The physician and patients family will be consulted for next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker was explanted. This device has been returned and is in the process of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that the patient with this pacemaker had a low pulse. An echocardiogram (ECG) was performed and noted the patients pulse was 32. This has occurred in the past and the patient was hospitalized and the device was re-programmed. The field representative tried to perform an interrogation however, it was unsuccessful. A magnet was placed over the pacemaker and there was no response and no pacing spikes could be seen on the ECG. Additionally, it was noted there was pacing inhibition however, the duration is unknown. The physician and patients family will be consulted for next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker was explanted. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker had a low pulse. An echocardiogram (ECG) was performed and noted the patients pulse was 32. This has occurred in the past and the patient was hospitalized and the device was re-programmed. The field representative tried to perform an interrogation however, it was unsuccessful. A magnet was placed over the pacemaker and there was no response and no pacing spikes could be seen on the ECG. Additionally, it was noted there was pacing inhibition however, the duration is unknown. The physician and patients family will be consulted for next steps. At this time, the pacemaker remains in service. No adverse patient effects were reported.